Event description:
The pt reported that for past ten days the pump emitted frequent loss of prime warnings. She stated that the problem began with random loss of prime warnings and progressed to the warnings occurred continuously every 15 minutes. It was reported that the warnings stopped for several hrs and then occurred repeatedly every 15 minutes. There is no indication that the pt remained connected to the infusion site at any time the pump was re-primed.

Manufacturer narrative:
The pump has been returned to animas. Preliminary eval suggests that there is an issue with the force sensor. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusion can be made at this time.